Event description:
Following implant, the atrial lead dislodged and was repositioned the following day. The atrial lead dislodged again and was explanted. The lead was replaced and the patient was stable with no adverse consequences. Further information was requested and not yet available.

Manufacturer narrative:
The lead was returned due to lead dislodgement. The measured full helix extension length was within specification. Visual inspection did not find any anomalies with the exception of procedural damage.